Manufacturer narrative:
Patient exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2022. During the procedure, the balloon could not be filled while being inflated. The balloon was removed and tested outside the patient. The customer found the balloon was ruptured. Reportedly, the balloon ruptured under 15mm/3atm. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2022. During the procedure, the balloon could not be filled while being inflated. The balloon was removed and tested outside the patient. The customer found the balloon was ruptured. Reportedly, the balloon ruptured under 15mm/3atm. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1: this event was reported by the sales representative. The reported healthcare facility is: (B)(6). Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation result: the returned cre pro wireguided dilatation balloon was analyzed and a visual examination found that the balloon and the catheter of device had no damages. A functional inspection was performed by connecting the device to an alliance inflation system. The balloon inflated without problem, and it was able to maintain its pressure. The reported event of balloon burst was not confirmed. Product analysis determined the device was returned in good condition, with the capability of being inflated and holding pressure. Therefore, the most probable root cause cannot be determined as no problem was detected.